Event description:
As reported on (B)(6) 2104, prior to (B)(6) 2013, a pt of unk age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no reports of complications or device malfunction. Post procedure, the pt experienced a rash. The pt was successfully treated for the rash and suffered no lasting harm or injury due to the event. It was reported that the device involved in the incident is not available to be returned to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4) .